Manufacturer narrative:
Implanted date: device was not implanted, explanted date: device was not explanted, 510(k) - k130280. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Visual inspection of a current product sample confirmed that there were no molding-related problems, such as deformity, in the reservoir outlet port or in the 3/16" adapter. Regarding dies for molding the reservoir outlet port and 3/16" adapter, it was confirmed that no changes were made to the dies for the last one year from the date the involved lot was manufactured. No anomaly was observed in the daily cleanliness record and maintenance/inspection records. A review of the device history record and the product release judgement control record of the involved product code/lot number combination revealed no findings. IFU states: do not use if the package or device is damaged (e.g. Cracked) or any of the port caps are off. Do not use an oxygenator that leaks. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the involved capiox device was used pre-treatment. The perfusionist stated that they had a leak from the 3/16" adaptor on the outlet of a fx05 reservoir. They found it during priming. There was no patient involved and operation went ahead as usual. The procedure was successfully completed. The final patient impact was not reported. Additional information was received on 02jun2020. The event did not significantly delay the procedure. A different terumo oxygenator was used with the same product code. Following the event, the patient was treated as intended.